Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, threshold measurements were observed to be slightly increased. No noise or stored episodes were observed. The health care professional (hcp) were to continue following the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.